Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Leaving the tampon inside her- vagina [foreign body in reproductive tract]. Painful- vagina [vulvovaginal pain]. While attempting to remove the tampon, the string detached completely, leaving the tampon inside [complication of device removal]. String detached completely [device breakage]. Case narrative: relative reported via e-mail that their daughter used a tampon and the string completely detached during removal. No serious injury reported.